Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer advised screw is bent. Dealer hung up received information from customer service representative. Protocol questions are not applicable.